Event description:
The physician reports that during insertion of the ocucoat viscoelastic, while pressuring the plunger to release the product, the luer loc tip was pulled out together with the cannula. There was no pt consequence.

Manufacturer narrative:
(B)(4).